Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7, with glucose values as high as 294 mg/dl and persistent beeping without concurrent on-device alert notifications, following an epidural steroid injection and a recent meal; the pump delivered automated corrections, and the user later completed a firmware update with guidance. Investigation included technical support review, user education, and device software update guidance. Further investigation of this case revealed that hyperglycemia coincided with steroid administration and meal intake, with no recurring alert behavior after the update and continued glucose improvement. Symptoms included elevated blood glucose without reported acute complications. Outcomes included continued device use, entry of a confirmatory fingerstick value, and reduction of glucose values over the monitoring period. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia influenced by exogenous steroids and meal, with device function acceptable after guidance and update. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.